Event description:
Event description cpi received information that after the patient was externally cardioverted for atrial fibrillation the implantable cardioverter defibrillator (ICD) could not be interrogated and magnet tones were absent with the application of a magnet.